Manufacturer narrative:
The investigation conducted by field service engineering concluded that the system endoscopic camera manipulator (ecm) was beyond it's normal upper range. The system was repaired by running the system in maintenance mode. As of may 23, 2007, there have been no reported recurrences of the issue at this hospital.

Event description:
It was reported that during the beginning of the surgical procedure the insertion axis of the system endoscopic camera manipulator became stuck and would not move. No patient harm was reported. The patient incisions were closed and the planned surgical procedure was aborted.